Manufacturer narrative:
B3: unknown; event happened in july 2023 but exact day unknown. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, which found a delaminated downstream occlusion (dso) seal. The event history log found a low alarm, cassette locked/unlocked and error code 46507. The customer's problem was not replicated. No problem found with the "reservoir" function of the pump or with the pump giving an inappropriate "reservoir volume low" message. However, the flow rate of the pump was found to be too high. The expulsor will be sanded and the dso seal will be replaced to fix the issue.

Event description:
It was reported that: 'pump shows reservoir empty even though cassette is full'. There was no patient involvement.